Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to dislodgement, loss of capture and undersensing. A new rv lead was implant successfully. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to dislodgement, loss of capture and undersensing. A new rv lead was implant successfully. Besides surgical intervention, no adverse patient effects were reported.